Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal split during loading. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. Visual inspection revealed that the delivery device was returned inside the loader. A crack was observed on the seal, which was found rolled halfway in the delivery tube. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal split during loading" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to the reported failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).